Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a fenestrated bipolar forceps (fbf) to perform failure analysis. The fbf instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 13.97 mm x 4.94 mm was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during central processing procedure, the 8 mm fenestrated bipolar forceps instrument was found to have a broken tip. The customer reported event had no report of patient injury.